Event description:
We receive patient 1 story notes. It stated we attempted upgrade of hamber ICD to crt-d. His left side of the system was completely occluded. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).